Manufacturer narrative:
07 oct 2020 follow up#001 (ref natus complaint no.(B)(4)). Investigation and findings: natus technical service representative received an update confirming that a burns specialist, looked at the patient and confirmed it was not a burn. The specialist also stated that the patient was wriggly and believed the issue was a pressure sore or rubbing mark. Investigation result noted as use error caused or contributed to event. No further action necessary. The unit has been returned for service. Per doc-015331 "neoblue, risk analysis", under ID h.10, harm: allergic / skin reaction, severity (2) = minor, probability (2) =unlikely, risk rating = low. Control measure: design - the enclosure is constructed of poly carbonate material (does not contain latex). The reported complaint does not indicate a potential new failure mode, a new harm, or change in severity and/or probability of occurrence, and therefore a product risk review is not required. There are no CAPA's related to this issue and no complaint trends have been identified. No device history review is required, as the device was in service for more than 2 years at the customer site, and a manufacturing defect is very unlikely. A search for service data that may have been relevant to this issue was conducted. No further information related to this issue was found. No corrective action required.

Event description:
The customer contacted natus medical to report alleged skin irritation (sore areas) on the lower back during phototherapy.

Manufacturer narrative:
(B)(6) 2020 (ref natus complaint no (B)(4)). The suspected product was requested for return and evaluation on the 03 sept 2020. Per (B)(4) rev g "neoblue, risk analysis", under ID h.10, harm: allergic / skin reaction, severity (2) = minor, probability (2) = unlikely, risk rating = low. Control measure: design - the enclosure is constructed of poly carbonate material (does not contain latex)..

Event description:
The customer contacted natus medical to report alleged skin irritation (sore areas) on the lower back during phototherapy .